Manufacturer narrative:
Date received by manufacturer (mo/day/yr) , corrected data: the initial MDR inadvertently indicated the wrong aware date. The correct aware date is 06/06/2019 not 04/12/2019.

Event description:
While investigating high impedance for MFR report# 1644487-2019-00844, the lead was received and underwent analysis. Product analysis of the lead was completed.. Multiple abraded openings were identified in the outer tubing and appeared to be the path for bodily fluids found in the outer tubing. An abraded opening in the outer and inner tubing was identified near the electrodes- the lead coil was exposed, stretched and kinked. Continuity checks of the returned lead portions were performed and no discontinuities were identified. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good electromechanical connection was present between the lead and generator. With the exception of the inner tubing abraded opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. It was originally believed that high impedance was due to the lead but upon completion of the generator analysis, it was determined that the generator was the suspect product. This manufacturing report was created to house the malfunction of the abraded inner tubing of the lead. No further relevant information has been received to date.